Event description:
Doctor alleges a bilateral distal jet appliance came apart in the patient's mouth. During removal of the appliance, the patient swallowed the spring. The patient confirmed the spring passed naturally without incident.